Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual and microscopic inspection were performed and revealed a ruptured bladder. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume intermate ruptured during filling with sodium chloride solution. The reporter stated that there was a shiny surface near the rupture. There was no patient involvement. No additional information is available.